Manufacturer narrative:
Upon receipt of additional information, it is now known that the reported device is manufactured by zimmer (B)(4).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee was revised due to fracture of the articular surface.